Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00807; 497-28-000, s803 - dislocation, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to chronic dislocation.